Event description:
It was reported that the device was not releasing properly after firing. The first firing was difficult to release and the next reload was difficult to release also. The case was completed with no patient consequence.